Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery and load sequence. Customer's blood glucose was 108 mg/dl. Customer reverted to using an alternate method of insulin therapy.